Event description:
On 05/12/2025, a sales representative reported via (B)(4) that an ar-1288qis-100 quadlink implant systems implant broke when the surgeon was preparing the graft. The second complaint is that the quadpro harvester was dull and was not able to cut the quad tendon for harvest. This occurred during an autograft quadriceps acl reconstruction case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 05/28/2025, where the sales representative stated the harvester did not break as it was simply dull and would not cut. The fibertag suture broke when the surgeon was preparing the graft and pulling on it. The patient's bone quality was good. No instrument was used to prepare the bone socket. All fragments were retrieved from the patient. They opened another quadlink kit to complete the procedure. A small delay occurred, no more than 2 minutes. No additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.